Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: description for ui500 (B)(6): the pressure indicator appears to be defective but cannot be checked in-house. The co2 bottle was suddenly empty without sufficient prior alarm. As a result, the minimally invasive procedure could not be continued. A larger abdominal incision was necessary (patient injury). Description for ui500 sn (B)(6): the pressure gauge appears to be defective but cannot be checked in-house. The co2 bottle is empty, but the pressure gauge does not change. No negative impact in state of health reported. Due to the fact that the minimally invasive procedure could not be continued and a larger abdominal incision was necessary, the patient was injured. Thus the case is deemed reportable.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).